Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that when she changes her battery she gets unexpected restart and external ram crc error. Customer stated she receives the alarms every time she changes her battery. Customer stated she received the alarm 4 times after the battery was changed right away. The insulin pump will not be returned for analysis.